Event description:
A customer called and stated that her daughter drank the control solution for her bayer blood glucose testing system. The customer alleged her daughter felt a burning sensation. Customer service offered to call 911, but the customer declined and ended the call to take her daughter to the hospital. No other information is known about the event.

Manufacturer narrative:
The customer ended the call before any product information or customer information could be obtained. It's not possible to determine the manufacture date or 510k number without product information.